Event description:
It was reported a spectrum device falsely alarmed upstream occlusion. It was reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Eval could not reproduce the reported symptom. Review of the event history log found 21 upstream occlusion alarms which confirmed the reported symptom. The readings of the upstream sensor were found out of specification. Fine cracks were found in the upstream sensor tail which can cause false upstream occlusion alarms. The failed upstream sensor was replaced.